Manufacturer narrative:
H6 patient codes added: air embolism and transient ischemic attack. H6 impact codes added: hospitalization or prolonged hospitalization and intensive care.

Event description:
It was reported a seizure occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was waking up from anesthesia, the patient was unable to be aroused. The patient appeared diaphoretic, yet pupils were reactive and intact and was hemodynamically stable. A reversal medication was given, yet the patient was still unable to wake up. A rapid response and stroke team were called in the room to assess the patient, and it was thought by anesthesia and the physician that the patient was having a medication reaction, however, after being given the reversal medication, the patient was still not responding well. The patient began presenting with possible seizure activity. A computed tomography (CT) scan was performed which was clear, and then a magnetic resonance imaging (MRI) scan was performed with the results being unknown. There were no further details. It was further reported that the results of the MRI found an air emboli, and the patient was diagnosed with air emboli as the event. The activated clotting time (act) was therapeutic throughout procedure at 343 seconds, and the patient was hemodynamically stable and showed no signs of air emboli during the entirety of the index procedure. The patient remains hospitalized. It was added that the patient presented with seizure like activities post closure device implant, and physician stated more seizure activity was noted after being sent to the intensive care unit (ICU). The patient was diagnosed with transient ischemic attack (tia). In the physician's opinion, it is likely the event occurred due to the patient being under conscious sedation and the left atrial pressure dropping below zero upon inspiration.

Event description:
It was reported a seizure occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was waking up from anesthesia, the patient was unable to be aroused. The patient appeared diaphoretic, yet pupils were reactive and intact and was hemodynamically stable. A reversal medication was given, yet the patient was still unable to wake up. A rapid response and stroke team were called in the room to assess the patient, and it was thought by anesthesia and the physician that the patient was having a medication reaction, however, after being given the reversal medication, the patient was still not responding well. The patient began presenting with possible seizure activity. A computed tomography (CT) scan was performed which was clear, and then a magnetic resonance imaging (MRI) scan was performed with the results being unknown. There were no further details. It was further reported that the results of the MRI found an air emboli, and the patient was diagnosed with air emboli as the event. The activated clotting time (act) was therapeutic throughout procedure at 343 seconds, and the patient was hemodynamically stable and showed no signs of air emboli during the entirety of the index procedure. The patient remains hospitalized. It was added that the patient presented with seizure like activities post closure device implant, and physician stated more seizure activity was noted after being sent to the intensive care unit (ICU). The patient was diagnosed with transient ischemic attack (tia). In the physician's opinion, it is likely the event occurred due to the patient being under conscious sedation and the left atrial pressure dropping below zero upon inspiration. It was further reported that the patient died thirteen (13) days post index procedure. A watchman trusteer access system (was) was used intraprocedure, and the physician suspected the air embolism came from the was, not the watchma flx pro closure device system. It was further corrected that although an MRI was ordered, it was ultimately not performed, as the hospital policy states no MRI can be performed on an intubated patient. The patient remained in the hospital post index procedure and the decision was made to withdraw care while still in the hospital. The official cause of death is unknown per the physician and an autopsy was not performed. The physician stated the was valve has potential for failure and suspect air was introduced due to the lack of an absence of a diaphragm on the valve.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was retained at site; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0036034893. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, transient ischemic attack (tia) (diaphoretic, decreased level of consciousness, seizure) and death (imaging and medication required, intubation, intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of hemostatic valve damaged/defective, air embolism, transient ischemic attack (tia) (diaphoretic, decreased level of consciousness, seizure) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a seizure occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was waking up from anesthesia, the patient was unable to be aroused. The patient appeared diaphoretic, yet pupils were reactive and intact and was hemodynamically stable. A reversal medication was given, yet the patient was still unable to wake up. A rapid response and stroke team were called in the room to assess the patient, and it was thought by anesthesia and the physician that the patient was having a medication reaction, however, after being given the reversal medication, the patient was still not responding well. The patient began presenting with possible seizure activity. A computed tomography (CT) scan was performed which was clear, and then a magnetic resonance imaging (MRI) scan was performed with the results being unknown. There were no further details. It was further reported that the results of the MRI found an air emboli, and the patient was diagnosed with air emboli as the event. The activated clotting time (act) was therapeutic throughout procedure at 343 seconds, and the patient was hemodynamically stable and showed no signs of air emboli during the entirety of the index procedure. The patient remains hospitalized. It was added that the patient presented with seizure like activities post closure device implant, and physician stated more seizure activity was noted after being sent to the intensive care unit (ICU). The patient was diagnosed with transient ischemic attack (tia). In the physician's opinion, it is likely the event occurred due to the patient being under conscious sedation and the left atrial pressure dropping below zero upon inspiration. It was further reported that the patient died thirteen (13) days post index procedure. A watchman trusteer access system (was) was used intraprocedure, and the physician suspected the air embolism came from the was, not the watchma flx pro closure device system. It was further corrected that although an MRI was ordered, it was ultimately not performed, as the hospital policy states no MRI can be performed on an intubated patient. The patient remained in the hospital post index procedure and the decision was made to withdraw care while still in the hospital. The official cause of death is unknown per the physician and an autopsy was not performed. The physician stated the was valve has potential for failure and suspect air was introduced due to the lack of an absence of a diaphragm on the valve.

Manufacturer narrative:
B3: date of death added. B5: information added. D1, d4: device and lot information changed from watchman flx pro to watchman trusteer access system . G2 report source added: other, medwatch. H6 patient code removed: air embolism. H6 device codes changed from adverse event without identified device or use problem to material integrity problem. H6 evaluation method code changed from device not accessible for testing to device not returned.

Manufacturer narrative:
H6 patient code added: air embolism.

Event description:
It was reported a seizure occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was waking up from anesthesia, the patient was unable to be aroused. The patient appeared diaphoretic, yet pupils were reactive and intact and was hemodynamically stable. A reversal medication was given, yet the patient was still unable to wake up. A rapid response and stroke team were called in the room to assess the patient, and it was thought by anesthesia and the physician that the patient was having a medication reaction, however, after being given the reversal medication, the patient was still not responding well. The patient began presenting with possible seizure activity. A computed tomography (CT) scan was performed which was clear, and then a magnetic resonance imaging (MRI) scan was performed with the results being unknown. There were no further details. It was further reported that the results of the MRI found an air emboli, and the patient was diagnosed with air emboli as the event. The activated clotting time (act) was therapeutic throughout procedure at 343 seconds, and the patient was hemodynamically stable and showed no signs of air emboli during the entirety of the index procedure. The patient remains hospitalized. It was added that the patient presented with seizure like activities post closure device implant, and physician stated more seizure activity was noted after being sent to the intensive care unit (ICU). The patient was diagnosed with transient ischemic attack (tia). In the physician's opinion, it is likely the event occurred due to the patient being under conscious sedation and the left atrial pressure dropping below zero upon inspiration. It was further reported that the patient died thirteen (13) days post index procedure. A watchman trusteer access system (was) was used intraprocedure, and the physician suspected the air embolism came from the was, not the watchma flx pro closure device system. It was further corrected that although an MRI was ordered, it was ultimately not performed, as the hospital policy states no MRI can be performed on an intubated patient. The patient remained in the hospital post index procedure and the decision was made to withdraw care while still in the hospital. The official cause of death is unknown per the physician and an autopsy was not performed. The physician stated the was valve has potential for failure and suspect air was introduced due to the lack of an absence of a diaphragm on the valve.

Event description:
It was reported a seizure occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was waking up from anesthesia, the patient was unable to be aroused. The patient appeared diaphoretic, yet pupils were reactive and intact and was hemodynamically stable. A reversal medication was given, yet the patient was still unable to wake up. A rapid response and stroke team were called in the room to assess the patient, and it was thought by anesthesia and the physician that the patient was having a medication reaction, however, after being given the reversal medication, the patient was still not responding well. The patient began presenting with possible seizure activity. A computed tomography (CT) scan was performed which was clear, and then a magnetic resonance imaging (MRI) scan was performed with the results being unknown. There were no further details. It was further reported that the results of the MRI found an air emboli, and the patient was diagnosed with air emboli as the event. The activated clotting time (act) was therapeutic throughout procedure at 343 seconds, and the patient was hemodynamically stable and showed no signs of air emboli during the entirety of the index procedure. The patient remains hospitalized. It was added that the patient presented with seizure like activities post closure device implant, and physician stated more seizure activity was noted after being sent to the intensive care unit (ICU). The patient was diagnosed with transient ischemic attack (tia). In the physician's opinion, it is likely the event occurred due to the patient being under conscious sedation and the left atrial pressure dropping below zero upon inspiration. It was further reported that the patient died thirteen (13) days post index procedure. A watchman trusteer access system (was) was used intraprocedure, and the physician suspected the air embolism came from the was, not the watchma flx pro closure device system. It was further corrected that although an MRI was ordered, it was ultimately not performed, as the hospital policy states no MRI can be performed on an intubated patient. The patient remained in the hospital post index procedure and the decision was made to withdraw care while still in the hospital. The official cause of death is unknown per the physician and an autopsy was not performed. The physician stated the was valve has potential for failure and suspect air was introduced due to the lack of an absence of a diaphragm on the valve.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was retained at site; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0036034893. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, transient ischemic attack (tia) (diaphoretic, decreased level of consciousness, seizure) and death (imaging and medication required, intubation, intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of hemostatic valve damaged/defective, air embolism, transient ischemic attack (tia) (diaphoretic, decreased level of consciousness, seizure) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a seizure occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was waking up from anesthesia, the patient was unable to be aroused. The patient appeared diaphoretic, yet pupils were reactive and intact and was hemodynamically stable. A reversal medication was given, yet the patient was still unable to wake up. A rapid response and stroke team were called in the room to assess the patient, and it was thought by anesthesia and the physician that the patient was having a medication reaction, however, after being given the reversal medication, the patient was still not responding well. The patient began presenting with possible seizure activity. A computed tomography (CT) scan was performed which was clear, and then a magnetic resonance imaging (MRI) scan was performed with the results being unknown. There were no further details provided at the time of this report.